Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: a customer reported during freestyle libre sensor insertion, the sensor needle was left in the sensor but later found that the needle had come out and remained in the skin. The customer further reported having contact with a healthcare provider who removed the needle. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from france which reported the following information: a customer reported during freestyle libre sensor insertion, the sensor needle was left in the sensor but later found that the needle had come out and remained in the skin. The customer further reported having contact with a healthcare provider who removed the needle. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The serial number of the freestyle libre sensor associated with this complaint is unknown. During investigation of the track and trend review related to sensor insertion issues in january 2021, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is unknown, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and insertion-6 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.